Event description:
The customer alleged that he performed control tests and received results of 40 and 50 mg/dl. The normal control range was 102-142 mg/dl. No adverse events were alleged. The customer did not have control solution with him at the time of the call, so further troubleshooting was not possible. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.